Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +4.00/+6.0/166 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2020. The lens was reported as having lens rotation not associated to low vault. The lens was repositioned on (B)(6) 2020 and the problem was resolved. The lens remained implanted and the patient is happy. The cause of the event was unknown.